Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one silicone temperature sensing catheter was received with the sample port connector and a cut portion of the inlet tubing. Visual evaluation noted no obvious defects. Attempted to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution was not able to advance into the balloon. The balloon was then dissected found that the inflation notch was not completely perforated. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be due to inadequate pressure on the machine to punch. The product was not used for diagnosis or treatment. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not performed due to the labeling could not have prevented the reported failure.

Event description:
It was reported that the foley catheter difficult to inflate and deflate during the pretest. Per follow-up on 31jul2020 with ibc representative, no additional information was available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to inflate and deflate during pretest. Per follow-up on 31 jul 2020 with ibc representative, no additional information was available